Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) with large ketones for the past week. The cause of the elevated bg levels was unknown. Manual injections were administered to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.